Event description:
IV team staff member found catheter missing from pink sleeve on l-cath. Pt states "I thought I saw some white line laying on the bathroom floor". Missing catheter found on floor 17cm intact.